Event description:
Information received with return of the explanted device notes that the patient had a syncopal episode while away from home. An EKG showed "marked sinus bradycardia with first degree av block. Hr's 40's-50's. Also rbbb." The device exhibited capture and sensing anomalies and high lead impedance.